Event description:
Mat#: 515057; batch#: unknown. It was reported that the phaseal optima injector came off the line at the end of treatment. They attach the phaseal to the line when they prime them. They sit in the fridge for up to 9 days. Also, they are able to get them off the lines. This is not the fault of the phaseal, but the line. If pull back the collar, it can get the phaseal off. Verbatim: the phaseal optima injector came off the line at the end of treatment. We attach the phaseal to the line when we prime them. They sit in the fridge for up to 9 days. This would not affect anything, right? Also, we are able to get them off the lines. This is not the fault of the phaseal, but the line. If you pull back the collar, you can get the phaseal off.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a1205: loose or intermittent connection (1371). Patient problem code: f26: no health consequences or impact.